Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for tp2 total protein gen.2 (tp) on a cobas 6000 c (501) module - c501. The customer stated that all questioned results were accompanied by data flags. The customer performed probe washes earlier in the day and this resolved the issue for a short time, but then the data flags returned. The customer initially provided data for one patient sample that had an erroneous result that was flagged and not reported outside of the laboratory. The customer then later provided data for a second patient sample that had an erroneous initial result which was not accompanied by a data flag and was reported outside of the laboratory. The sample initially resulted as 9.6 g/dl. A serum protein electrophoresis (spe) was subsequently ordered for the patient based on the initial value. The doctor reviewed the spe pattern and it showed a normal protein distribution pattern, so he suspected the initial 9.6 g/dl value to be falsely elevated. The sample was then repeated on (B)(6) 2017 and the result was 7.0 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The tp reagent lot number was 20882401, with an expiration date of 03/31/2018. The field service engineer determined that the alarm trace showed many sample short alarms. Gel was also found on the outside of the sample probe. He replaced the probe and verified all probe adjustments. The tp test was calibrated. The customer ran quality controls and these were accepted.

Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.